Event description:
The surgeon inserted a aq2010v three piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. This one of two lenses for the same pt. Reference MFR report #2023826-2006-00305.